Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as it was at end of life (eol) and was unable to be interrogated. It was noted that eol was declared a few months prior, and it was unclear if this patient was lost to follow up or did not schedule the device changeout. No defibrillation threshold (dft) test was completed. The new s-ICD was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This device is expected to be returned and will be analyzed upon return. A supplemental report will be filed upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted as it was at end of life (eol) and was unable to be interrogated. It was noted that eol was declared a few months prior, and it was unclear if this patient was lost to follow up or did not schedule the device changeout. No defibrillation threshold (dft) test was completed. The new s-ICD was successfully implanted. No additional adverse patient effects were reported. This s-ICD has been returned for analysis.